Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to take medication out. The customer reported occurred issue affecting the workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull the medication out from the station. The technical support specialist checked the inventory status through myql and found that the system still showed one unit of medication in the cubie. However, when the customer opened the cubie, it was empty. Since the customer did not have access to perform a cycle count, specialist initiated a three-way call with the customer and requested an emergency medication delivery and customer acknowledged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to take medication out. The customer reported occurred issue affecting the workflow. There were no adverse events or injuries reported based on this event